Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a sliver of metal broke off of inserter during insertion of the articular surface in surgery.

Manufacturer narrative:
The device was visually inspected for fractures, chips, or missing material that would indicate where the sliver of material originated from and no indications could be located on the returned inserter. Functional testing with the mating components found the device to function properly and the reported issue could not be reproduced. A product history search for related complaints was conducted and no additional complaints for this part/lot combination were found. This device is used for treatment. It is unknown whether the surgical technique was used. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow ups. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.